Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2010, date of implant. Upon initial interrogation on the follow-up visit on (B)(6) 2010, the settings were at unintended parameters. The device was not interrogated prior to the patient leaving the hospital on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings. The settings were corrected on (B)(6) 2010. No patient adverse events were reported.